Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 550 mg/dl. Prior to the event, the customer was unable to lower his blood glucose levels despite giving himself several boluses. The customer began feeling ill, and went to the hospital. The customer also stated that he had been experiencing high blood glucose levels for the past three weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.